Event description:
Complainant alleged that after attaching pads to a patient (age & gender unknown), the device was powered on and the patient and a nurse who was touching the patient both received an unintentional shock. Complainant was not sure on what mode the device powered on. Complainant indicated that there was no adverese effect to the patient or nurse due to the reported malfunction.